Manufacturer narrative:
An investigation has been initiated based on the reported info. This medical device report is linked to medical device report #2023988-2006-00020.

Event description:
Integra marketing director met the distributor rep and was given 2 camino catheters that were reported defective by the user facility. The devices were forwarded to integra technical service on may 3, 2006. The probes were used in 2 different patients. The date of incidents and date integra was notified was on the date of event for the first incident and 04/06 for the second incident. The catheters were zeroed before they were placed, were working fine and stopped working approx one hour later. The patients did not move prior to the catheters not working. The catheters were not replaced when the originals were removed; the facility did not have extra catheters, so they did not monitor the pt after the failure; one pt expired; the patient's death was not attributed to the device malfunction; the 2nd pt recovered.